Manufacturer narrative:
Additional sample material was provided for the patient. The tsh results were within the reference range. For the differences in the tsh results between different types of analyzers, it should be noted that assays from different manufacturers can generate different results. This relates to the overall set up of the assay, the antibodies used, and differences in reference materials and the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample (sample 1) tested for elecsys ft3 (ft3), elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on an e170 modular analytics immunoassay analyzer compared to the aia 360 method. The erroneous results were reported outside of the laboratory where the physician stated the roche results did not match the patient¿s clinical diagnosis. The customer submitted a 2nd sample from the same patient obtained on (B)(6) (sample 2) for investigation and erroneous results were identified for ft4 ii and ft3 between the cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. This medwatch will cover tsh. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with a1 patient identifier (B)(6) for information on the ft3 erroneous results. Refer to attached data for patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The e 411 analyzer serial number was (B)(4). The customer¿s e170 module serial number was not provided. The tsh reagent lot number used with the e602 module was (B)(4) with an expiration date of mar-2018. The tsh reagent lot number used with the e411 analyzer was 255802 with an expiration date of feb-2018. For both sample 1 from (B)(6) and sample 2 from (B)(6) the tsh results were within the reference ranges for all assays. For sample 1 from (B)(6) the ft4 ii result from the e170 analyzer was above the reference range of the assay. The ft4 result from the aia360 method was within the reference range of the assay. For sample 2 from (B)(6) the ft4 ii result from the e602 analyzer was above the reference range of the assay and the ft4 ii result from the e411 analyzer was within the reference range of the assay. For sample 1 from (B)(6) the ft3 result from the e170 analyzer was above the reference range of the assay. The ft3 result from the aia360 method was within the reference range of the assay. For sample 2 from (B)(4) the ft3 iii result from the e602 analyzer was above the reference range of the assay and the ft3 iii result from the e411 analyzer was within the reference range of the assay but considerably lower than the result from the e602 module. Calibration and quality controls at the investigation site were acceptable. For sample 1 from 11-oct-2017 the differences in the ft4 ii and ft3 results between the e170 analyzer and the aia360 method could be caused by a biological component in the sample that interacts differently with the assay components during the pre-wash procedure that is used with large analyzers like the e170. This could not be confirmed however as there was not enough sample volume left to complete the investigation. For the differences in the tsh results between the e170 analyzer and the aia360 method, it should be noted that assays from different manufacturers can generate different results. This relates to the overall set up of the assay, the antibodies used, and differences in reference materials and the standardization methodology used. For sample 2 from (B)(6) the differences in the ft4 ii and ft3 iii results between the e602 module and the e411 analyzer may be caused by the same biological component in the sample that interacts differently with the assay components during the pre-wash procedure used with the e602 module but not the e411 analyzer. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information available for investigation, a general reagent issue can most likely be excluded. As there was not enough patient sample remaining, the investigation could not be completed.